Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: customer has not informed of the involved batch. The open pouch received doesnt have the batch in it. The batches supplied to the customer in the last year are: 116077, 116143, 116282, 116365, 116381, 116436 and 117086. There are no previous complaints of any of the possible batches listed above. There are no units in b. Braun surgical warehouse of any of the batches either. We have received an open sample (unused) without needle, but the thread is still wound on the pack. However, without closed samples a proper analysis cannot be done. We have reviewed the batch manufacturing records of the possible batches, all but one had a normal process. One had an incidence but not related to this defect (transcription mistake in a document). In all batches, the results during the process fulfilled b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle was detached from the thread.